Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and discrepancy between sensor glucose value and blood glucose value, insulin delivery was suspended. The customer experienced hypoglycemia was treated with glucose/carb intake. The customer reported a blood glucose value of 64 mg/dl and sensor glucose was¿120 mg/dl. The sensor glucose and blood glucose difference was 56 mg/dl. The event involved product(s) mmt-7040d1. Troubleshooting was performed. The customer reported that the value difference was not within target range of 30 percentage. No further patient complications were reported. Product return for mmt-7040d1 is not expected.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported having a low blood glucose value of 64mg/dl versus a sensor glucose value of 120mg/dl. The sg vs bg difference was reportedly not within target range of difference of less than 20%. Pump was suspended for the low per updated complaint text in (B)(4). Troubleshooting was done for the sensor glucose versus blood glucose issue. Please see (B)(4) for the documentation of the low and treatment of the low with glucagon. There was no treatment with glucose. Troubleshooting was done for the low in (B)(4). Pump was used within 48 hours of the low. Smartguard was used.